Manufacturer narrative:
(B)(6). This report is for one (1) unknown distal screw. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient revised to trochanteric fixation nail advance (tfna) on (B)(6) 2016 due to non-union and a broken distal screw noted on follow up x-ray (taken on an unknown date). The nail, helical blade and distal screw were removed. The patient was revised to a competitor's device. No fragments were left behind. The original implant date is unknown. There was no additional medical intervention required and the patient was stable following surgery concomitant devices reported: nail (part number 04.037.163s, lot number unknown 1 quantity). Helical blade (part number 04.038.290, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay reported.